Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implants ¿did not fix properly".

Event description:
Patient reported left side implant ¿did not fix properly.¿ the device has been explanted. The manufacturer of the device is unknown.